Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years post filter deployment, patient presented with abdominal pain. Subsequent x-ray revealed one of the limbs of the ivc filter appears abnormally positioned. Approximately eights months later, patient presented with abdominal pain. Subsequent CT revealed the filter does have several prongs extended into the retroperitoneal fat. Prongs extended up to 11mm outside the wall of the ivc. There is also a fragmented ivc filter prong lying laterally on the right in the para caval region. The protruding struts abut small bowel and medial strut abuts a lumbar vein. Eventually four months later, patient presented for filter removal. Subsequent fluoroscopic spot films revealed, ivc filter was partially intact with 10 legs. An additional leg was seen outside of the expected intravascular space, adjacent to the filter, right of midline. An intact filter leg overlying the mid axillary left mid lung field. Subsequent inferior vena cavogram revealed, ivc filter with 10 legs and one leg was in the extravascular space, just right of the ivc filter. The filter was removed successfully using forceps. Attempt was made to remove the foreign body from lungs with combination of the bentson guide wire, rosen guide wire, kumpe catheter, an omni flush were used to catheterize a branch of the left pulmonary artery. Subsequently, digital subtraction angiography was performed at this position and it did not reveal a clear pulmonary artery that the foreign body was contained in. After weighing the risks and benefits, the decision was made not to attempt foreign body removal. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and struts perforated into the organs. The device was removed percutaneously and the detached struts retained in left lung has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced chest and abdominal pain; however, the current status of the patient is unknown.